Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for the femoral neck fracture (garden type) with the femoral neck system in question. The patient had a shortening impaction fracture, and the surgery was completed successfully without any surgical delay. After the surgery, on an unknown date, the hospital confirmed by x-rays that the varus occurred. On (B)(6) 2021, the patient underwent the revision surgery. In the revision surgery, all impacted products were removed, and bipolar hip arthroplasty was performed. The surgeon commented that the cause was mainly due to the reduction position and not the implants. It was reported that the surgeon judged that there was no problem with the postoperative x-ray. The surgeon also considers this event to be non-serious because the postoperative course can be predicted to some extent by replacement with an artificial bone head. No further information is available. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.168.000s, lot: 193p403, manufacturing site: (B)(4), release to warehouse date: 09 june 2021, expiry date: 01 may 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.